Manufacturer narrative:
Failure analysis on the returned cpu board shows that a bad solder connection at capacitor c201 had caused the monitoring circuit of primary alarm 1 to measure the speaker current too low. This triggered the ¿primary alarm failed¿ alarm (e/c1102). Re-soldering c201 resolved the problem.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.